Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found no issues with the device. The device passed electrical and functional testing. A simulated therapy was completed successfully on the device. An event history log review showed evidence of a reload set 202 alarm and a system error 2098 on the reported occurrence date, verifying the reported condition of an unknown system error. Both errors were verified via sample evaluation and solved by replacing the o-rings. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented an unknown alarm during use. It was not specified when in the therapy this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.